Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close properly. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer instrument's jaws would not completely close. The procedure was completed with no reported injury.